Event description:
I had a small titanium clip put in my breast as marker after a benign biopsy. The pain at the site has increased every day, now radiating to my shoulder and back, although, there is no infection at the insertion site. I am planning to ask to have the titanium clip removed immediately. I do not believe these should be used routinely. I now face more disfigurement and chance of infection for something I questioned heavily in the beginning.